Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient with a periprosthetic spiral fracture under the hip was implanted with a variable angle condylar plate on (B)(6) 2013. X-ray taken on (B)(6) 2013, showed signs of healing and good anatomic reduction. Patient was allowed full weight-bearing. On (B)(6) 2013, an x-ray showed misalignment of the femur. Patient was returned to the or on (B)(6) 2013 for removal of the plate and revision to a locking compression plate-distal plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The subject device was evaluated at rms foundation, switzerland. The plate is made of stainless steel. The examination of the raw material inspection sheet and the manufacturing documents showed no deviation in relation to the chemical composition, micro-structure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-1 and astm f138 for implants made of stainless steel. The dimensions were checked using a digital sliding caliper and found to be in compliance with the technical drawing and ao/asif specifications. Macroscopic lines of rest are documented and are a sign for a fatigue failure. Corrosion marks were observed. When examining the distal fracture surfaces of the fourth plate hole using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The primary crack started at the inside of the plate hole in the upper area of the plate and ran into the material. A secondary crack initiation is documented at the lower side of the plate hole. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Documented fatigue cracks inside the plate holes of the fourth and sixth distal plate hole, close to the initial fracture zone indicate multiple crack initiation. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surfaces, it is possible that the implant was subjected to two-sided dynamic bending loads. Constantly alternating bending loads during walking led to fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate (not completely fractured through). The plate could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded.